Manufacturer narrative:
The device has been returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation. According to the surgeon, the reported event could have been attributed to astigmatism or lens vaulting. However, it was reported that lens vaulting was not confirmed before the lens was explanted.

Event description:
It was reported that approximately 1 month post lens implantation, the lens was explanted due to blurred vision.